Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that a seventeen-year-old female patient's infusion set's tubing detached/broken at site connector about two weeks ago. The patient's blood glucose level was 270 mg/dl. The patient replaced the infusion set and resumed insulin successfully. No further information available.